Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Re: phone (B)(6) number, replacement... Here is the barcode and lot number from the box as I was instructed to send in. Phone call was about 10 am mountain time on (B)(6). Mouthguard delaminated on second night of use. Kind representative determined it was holes at front teeth contact was culprit. Upon fitting a new one, will not bite so hard and start impression at the back. Would love a replacement to try again. Thank you for your time.